Event description:
Patient reported obtaining erratic blood glucose results (473 mg/dl, 541 mg/dl, 239 mg/dl), while using the suspect device. Patient reportedly performed an additional test on a friend's blood glucose monitor and obtained a result of 429 mg/dl. Patient reported that she was not feeling well and decided to seek treatment at the hospital. Upon arrival in the hospital, pt's blood glucose reportedly measured >500 mg/dl. Patient was reportedly treated with an insulin injection and an oral diabetic medication. Patient remained at the hospital for 3 hours. Patient's current condition: feeling better now. At the time of the event, patient was testing with expired strips. Techinical support requested the return of the suspect product and replacement product was shipped.